Event description:
In 2005, patient underwent aaa repair. In 2007, patient underwent additional procedure due to one of the iliac leg grafts migrating but not completely separating from the main body graft. Another iliac leg graft was used as a bridge to ensure that the grafts would not completely separate.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. At this time, based upon the information provided, we are unsure why the device migrated. However, it may have occurred if the anatomy changed from the time of initial placement.